Event description:
Caller reported that the t:slim x2 pump battery was not charging despite efforts to use different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Cts sent a replacement pump to the customer and provided instructions on how to store the faulty pump prior to returning it via ups using a return box and pre-paid label within ten days. Customer acknowledged understanding of these instructions, as well as steps to take upon receiving the replacement pump.